Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03oct2018. The customer swapped another battery in and the battery led (light emitting diode) flashed indicating it was charging. The customer reinstalled the new battery back in and a "battery failed" check vent alarm was displayed with a code 1124.

Event description:
The customer reported that the during installation of a new battery the battery led (light emitting diode) does not illuminate and the battery volts showed 9.1 volts. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.